Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured near the end of infusion. The device had been filled manually using a syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 1, 2015- march 2, 2015. One unit was received at the plant for analysis. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and as a result, a marking located on the interior surface of the bladder was observed near the rupture line. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.